Event description:
Patient was revised to address acetabular cup loosening. **update** (B)(6) 2012 - medical records were received. The revision operative report indicates that some fretting wear was discovered around the trunnion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.